Event description:
Pt stated insulin syringe was leaking. Second syringe she had found to leak from lot# 0e17c. Blood glucose level 394.

Manufacturer narrative:
Problem is currently found in two separate lots of the glucopro syringe: 0e17c and 0e26g. Both lots have been recalled, but we have not yet received a recall number.